Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose with blood glucose of 45 to 47 mg/dl at the time of the incident. The customer usually goes low when they sleep. The customer was at 286 mg/dl at the time of the call. The customer used food and was given candy and a tube of glucose to treat. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the customer hung up. The customer was treated for a high on (B)(6) 2018. The insulin pump will not be returned for analysis.